Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had low blood glucose (bg) levels with moderate symptoms. The patient stated that they treated themselves with 50 skittles. The patient stated that their bg was 2.3mmol/l with symptoms. The patient stated that they treated with eating carbohydrates. The patient¿s current bg was 4.1mmol/l. The patient is also taking thyroid medications and high blood pressure medications. All pump settings were correct. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient was attached while priming).